Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular lead and the atrial lead had dislodged. Twiddler¿s syndrome was suspected. The leads were successfully repositioned on (B)(6) 2018. The patient was in stable condition during and post procedure.